Event description:
It was reported that the customer experienced elevated blood glucose levels (420 mg/dl). Troubleshooting was performed and pump appears to be delivering as expected. Cartridge and infusion set are changed every 3 days.

Manufacturer narrative:
No product returning for evaluation. Should new relevant information becomes available, a supplemental form will be submitted.